Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/jun/2024.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination on the valve assessed, as adhesive failure. As per the investigation procedure: creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.